Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable thyrotropin (tsh) results for two samples from one patient and performed a comparison study of 13 patient samples with a beckman dxi 800 analyzer. Of the data provided, the result for one sample in the study was discrepant. The result from the beckman dxi 800 analyzer was 18.18 uiu/ml and the result from the e module was 26.26 uiu/ml. No adverse events were alleged regarding the issue. The tsh regent lot number was 158999.

Manufacturer narrative:
A specific root cause could not be identified as the sample was not available for investigation. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).